Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level dropped to 38 mg/dl and went over 400 mg/dl. The customer had over corrected in a bolus. She also treated her blood glucose level with glucose tablets of 15 carbohydrates. Troubleshooting was declined. The device was not returned.